Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally for seventeen days (dosage and frequency not reported) for the peritonitis event. Six days after vancomycin therapy was discontinued, the patient continued to have cloudy effluent and began treatment with ceftazidime intraperitoneally for three weeks (dosage and frequency not reported) for the peritonitis event. In the first week of the month prior to the receipt of this report, the patient continued to have cloudy effluent. Fifty-two days after the initial onset of peritonitis, the patient began treatment with fluconazole orally for two weeks (dosage and frequency not reported) for the peritonitis event. Fifty-two days after the initial onset of peritonitis; dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. After seven days of hospitalization, the patient was discharged. It was not verified if the patient recovered between the peritonitis events. The patient was not retrained on the proper aseptic technique. No additional information is available.